Event description:
Ous MDR - after an implantation duration of approx. 73 months it was reported that while the patient was traveling he received multiple inappropriate shocks due to oversensing. The artifcats were reproducible by arm movements.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 21 cm distal to the is-1 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analysed. The lead body demonstrated signs of wear in the course of the visual inspection, particularly around 8 cm proximal to the lead tip the insulation was damaged. It is reasonable to assume that this damage resulted in the reported oversensing leading to shock delivery. Based on the analysis results it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information an diagnostic images. However, it cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. Particularly an increased ingrowth of the lead should be considered as a conceivable influence as tissue residuals were noted along the lead body which might have had impact on the leads motion. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.